Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal. B4. Date of this report 21 may 2025. G3. Date received by the manufacturer? 21 may 2025. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where reported an unsuccessful removal attempt of the sensor on (B)(6) 2025.the sensor was palpable before the incision.the transmitter and magnet was used to localize the sensor.next tentative date for the sensor removal is (B)(6) 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.